Event description:
It was reported that the rv lead was explanted due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information states during the device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 12.5-14.8cm from the distal tip. Externalized conductors due to internal abrasion was noted at 34.6-34.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 26.4-27.5cm and 28.2-28.3cm from the distal tip. The etfe coating was intact at all abrasion locations.